Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion with no calcification was located in the moderately tortuous mid right coronary artery. The 2.0x15mm maverick over-the-wire balloon was inflated for approximately four to five seconds two times. On the third inflation the balloon ruptured at six atmospheres. The balloon was removed intact. The procedure was completed with a different device. The pt status is good with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.